Event description:
It was reported that an ilet user experienced increasingly fluctuating blood glucose with more frequent hypoglycemia after the onset of severe gastroparesis, followed by algorithm-driven corrective insulin and subsequent later hypoglycemia while food continued to digest; the user noted highs under 300 mg/dl and difficulty correcting lows because oral glucose was absorbed slowly. Customer care provided support that included case assessment, and consultation with clinical support regarding gastroparesis-related digestion delays and the limitations of meal announcements within the current system. Investigation of this case revealed no device malfunction and suggested that delayed carbohydrate absorption and mismatched insulin timing in the setting of gastroparesis contributed to both late hyperglycemia and subsequent hypoglycemia, with oral glucose treatments also delayed in effect. Symptoms included feeling unwell during hyperglycemia and episodes of sweating and profound weakness with hypoglycemia into the 50s mg/dl. Outcomes included urgent low glucose events without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.